Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The back haptic got stuck in the injector as it was advancing and started to tear. Lens was inserted into the pt¿s eye. Surgeon removed the lens and implanted another lens. No pt harm. Reporter stated cause of lens tear was loading error. Lens was discarded by the facility.

Manufacturer narrative:
(B)(4). Conclusion ¿ (user error caused event); the product pertaining to this claim was not returned for eval. Lens was discarded by the facility. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).